Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify charge/battery lasts less than expected anomaly and failed battery test alert due to buttons not responding. Insulin pump received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had act button was to be pressed multiple times and scratches on the face . The customer¿s blood glucose level was unknown at time of incident. Insulin pump had rejected batteries. The insulin pump will not be return for analysis.